Event description:
Began using philips dreamstation CPAP machine and experienced: headaches, nausea/vomiting, chest pressure, sinus infection, relentless cough, painful nasal airway while machine was in use. After recall notice and discontinuing use, symptoms began to clear. Needed medical attention for sinus infection and cough. FDA safety report ID # (B)(4).